Event description:
Sme signed off on the report. No product returned. H 6 has additional information of engineering trends.

Manufacturer narrative:
Other text: no product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly.

Event description:
Information received a smiths medical pain management/portex spinal single shot trays caused serious injury. A patient in labor was receiving a shot, when the needle broken off in their back. Intervention was required to remove needle surgically.